Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-38834. It was reported that the patient presented in clinic for follow up. Upon review it was noted that the right ventricular lead had a sudden drop in sensing and the left ventricular lead had an increase in capture threshold. The patient was scheduled for a lead reposition due to suspected lead dislodgment. During the procedure when trying to reposition the rv lead, the screw would not extend. The rv lead was explanted and replaced. Also, the left ventricular lead had dislodged from its original position. The lead was unable to advance. The lv ead was explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported events were lead dislodgement, high pacing threshold and stylet could not be inserted. A complete lead was returned in one piece. The reported event of high pacing threshold was not confirmed while the reported event of stylet could not be inserted was confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. The cause of the reported event of stylet could not be inserted was isolated to the inner coil clogged with blood. The full measured double bend height was within specification.